Event description:
Port-a-cath working improperly. Infiltrating on 09/25/1997 during outpatient chemo treatment. Pt sent for x-ray. Catheter found to be sheared off. Broken piece removed on 09/25/1997 during a percutaneous retrieval of catheter fragment. Rest of port surgically removed on 09/30/1997.